Event description:
The customer alleged that she received some control test results that were out of the normal control range. While troubleshooting, she performed control tests and received results of 359 and 335 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.